Manufacturer narrative:
Concomitant products: kdr733 device, implanted: (B)(6) 2007.

Event description:
It was reported that reproducible intermittent loss of right ventricular (rv) capture was observed on a holter electrocardiogram (ECG), along with three consecutive r-wave losses. An in-office test indicated the lead was without sufficient slack, along with a varying rv pacing threshold. It was noted a implantable pulse generator (ipg) pacing issue was suspected, as related to the lead location and slack, and it was also questioned whether the ipg could have had a intermittent lifted bondwire, resulting in the intermittent loss of rv capture. The patient was provided with a holter monitor, which noted there was no loss of capture observed. It was further added there was exit block observed, with the reason for the exit block being unclear, therefore, the physician chose to replace the ipg and rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.